Event description:
It was reported that fluoroscopic imaging of a vena cava filter demonstrated a filter tilt and caudal migration. A detached limb was seen, which appeared to be embedded in the ivc wall. Filter retrieval was not attempted. No patient injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.